Manufacturer narrative:
Investigation summary it was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter. While connecting the carto, error 105 displayed. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter. The procedure was completed without patient's consequence. The device was visually inspected and the pebax was found damaged, some holes were observed, the tip was found bent and the peek housing tip transition damaged. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. During the test, the temperature readings were not visible. Then, an electrical test was performed and the catheter failed, no electrical readings were observed on electrode #1 and #2. A failure analysis was performed and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. Also, the thermocouple values were found out of specification. A failure analysis was performed and it was found that there was an electrical intermittence on the tip area creating the temperature issue. Then, a deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine. The t bar was found slid down causing the improper deflection condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer's complaint cannot be confirmed. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The root cause of the electrical issue cannot be determined. The root cause of the t bar slippage cannot be determined; however, an internal corrective action has been opened to investigate this issue. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun, but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30033498l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster product analysis lab noted the returned condition of a hole in the clear pebax. Initially, while connecting the carto, error 105 displayed. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter. The procedure was completed without patient's consequence. The 105 error was assessed as not reportable. The incidence of the magnetic sensor error was easy detectable by the user. The catheter was inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster product analysis lab received the device for evaluation and discovered on december 5, 2018, there was a hole in the clear pebax. In addition, the peek housing was cracked at the transitional area approximately 1.6 cm from the distal tip. Internal parts were not exposed from the cracked transition. The returned condition of the peek housing was cracked at the transition area with no internal parts exposed was assessed as not reportable. The catheter integrity was maintained in this area as no internal components were exposed to the patient. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The hole in the clear pebax was assessed as a reportable issue. The awareness date of this reportable returned catheter condition is december 5, 2018.